Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while testing the image acquisition system (ias), the user was prompted to calibrate motion four times. Each of the prompts appeared after unplugging and re-plugging the umbilical cable. This was attributed to the remote desktop being open when disconnecting and re-connecting the umbilical. No patient was present during this event, so no patient demographics are applicable.